Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the needle deployed late; indicating the needle mechanism did not function as intended. The pod was worn on the patient's back for less than an hour and no adverse patient impact was reported.

Manufacturer narrative:
The device was received and evaluated. The pod was received fully deployed, with the ratchet gear just rotated enough to release the release bar and deploy the needle. The pod did not complete second prime because an 0x12 alarm was sounded by the pod, indicating a reset caused by low voltage. Because the pod did not complete second prime, the ratchet gear did not initially rotate enough to release the needle mechanism. A root cause for the alarm could not be determined.